Event description:
Same patient as 1649384-2011-00052, 1649384-2011-00053 and 1649384-2011-00054. It was reported the construct was implanted to replace a previously failed construct which also had an infection reported as well. Approx two weeks post-op the construct was found to be free floating in the pt. The locking caps on the plate were intact however the screws had pulled free of the bone. The construct was removed and replaced with an interbody anteriorly and a pedicle screw system posteriorly (levels treated were c3-t5 skipping t1-t2 as the bone quality was in too poor of condition). The infection that was previously found was still present. The construct however is currently stable.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.